Event description:
On follow-up a peritoneal dialysis (pd) nurse reported patient was able to complete treatment that day but was hospitalized due to peritonitis with fibrin, on (B)(6) 2014. Patient was discharged on (B)(6) 2014. Patient was treated with vancomycin, per pd nurse culture results indicated no growth within body fluid after four days.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.